Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported regarding battery alarms. Assisted the customer to clear the alarms and reprogramming the time and date. The caller mentioned changing the battery twice. The customer's blood glucose reading at time of call was 197mg/dl. During the call, the customer mentioned that she had been hospitalized due to high blood glucose, and she had a test done for another medical issue. The caller stated that her glucose was high and she bloused. The blood glucose went higher and she kept bolusing. The customer had a stomach-emptying radioactive dye test, and she did not eat at all prior to the test. The caller stated that she has other health issues going on, and she is concerned about the battery alarm and the blank display she had in the morning. Advised the caller that a replacement of the device will be sent. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.